Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with an infected device. The area below the pocket was found to be eroded, tear created necrotic tissue and the device was exposed. The device was explanted and the pocket was cleaned. A replacement device was implanted and attached to the chronic leads. Patient was stable throughout the event.